Event description:
The customer contact reported a separation. On an unspecified date, the male adapter of an unspecified power injector tubing set was connected to the clave port of the extension tubing set and was being used to deliver 100 ml an unspecified contrast medium, at a rate of 3 ml/sec, via a power injector. The male adapter of the extension tubing set was connected to the pt's IV access site. After an unspecified length of time during the injection, the tubing separated from the clave port of the extension tubing set. The customer contact reported that an unspecified volume of solution leaked and approximately 2-3 ml of blood loss was noted. It was reported the contrast medium came in contact with the pt's skin. The pt's skin was washed with warm water and cleaned with a towel. The tubing set was replaced and the procedure was resumed. There were no reports of adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Through requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete.